Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. One non-sterile ses smart control 6x60 120 was received for analysis inside a plastic bag. No original packaging was returned. Locking pin was not returned. Per visual analysis, the stent of the unit was observed not deployed. The body/shaft of the catheter was observed partially separated. Blood residues were observed on the handle of the unit. No other anomalies were observed. Per microscopic analysis, sem results showed that the partially separated area of the body/shaft of the smart control 6x60 120 unit presented evidence of elongations. Plastic deformation resulting in diameter reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. The elongations found on the body/shaft material, the ductile dimples and plastic deformations resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation. No other anomalies were observed during sem analysis . Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6x60 mm 120 smart control stent cannot be released when it was ready to be released. The intended implant was for the operation of long segment occlusion of superficial thigh artery. According to the usual standard operation, the stent was removed from packaging, flushed and sent the stent through the lesion. The procedure was completed by replacing by same type of stent. There was no patient injury. The intended procedure was superficial femoral artery (sfa) canalization. There was no damage noted to the packaging of the device. The device was stored as per the instruction for use (IFU). The device was prepped per the IFU. The lesion was moderately calcified with 95% of stenosis but without tortuosity. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructs the user to hold the handle of the smart control sds flat and straight outside the patient. The device was returned for evaluation and there was secondary failure observed that the catheter/body shaft was partially separated.

Manufacturer narrative:
We received additional information that the body/shaft of the device was not separated. Our product analysis confirmed the malfunction was with the outer sheath of the device. If the outer sheath separates in two pieces, however the inner shaft/ guidewire lumen and distal tip remain intact, the outer sheath will not completely separate from the device as it is secured in place by the other components. Upon review, there was evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended; however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No subsequent reports will be forthcoming under this complaint.